Event description:
Same case as: 2134265-2009-02314. It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The lesion was located in a tortuous and mildly calcified left anterior descending artery. The lesion was predilated with a non bsc 2.25x20mm balloon to 12 atms and significant resistance was noted. Both 2.25x16mm and 2.25x24mm liberte' bare metal stents were damaged during preparation and struts were lifted and bent. The procedure was completed with a different device and the lesion was post dilated with a 2.25x8mm quantum maverick balloon. No patient injuries or complications occurred. Patient's status is satisfactory.